Event description:
According to the reporter: the tip fell off at the end of the procedure when assistant nurse wiped off the tip of the instrument. Procedure: cholecystectomy.

Manufacturer narrative:
Initial report submitted: march 7, 2008.